Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced small bowel obstruction and short term pain. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
Additional info: a1, a2, a3a, a5b, b2, b5, b6, b7, d10, g1, h4, h6 (patient codes, ime e2402: labs abnormal for wbc) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a umbilical hernia. It was reported that after implant, the patient experienced small bowel obstruction, pain, inflammation, hernia recurrence, labs abnormal for wbc, abdominal pain, distention, diaphoresis, loss of appetite, nausea, vomiting, adhesions. Post-operative patient treatment included revision surgery, hernia repair with mesh, CT scan, hospitalization, ng tube, IV pain anti-nausea medication, npo, IV fluids, exploratory lap, lysis of adhesions, partial mesh removal, use of drain.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a umbilical hernia. It was reported that after implant, the patient experienced small bowel obstruction, pain, inflammation, hernia recurrence, labs abnormal for wbc, abdominal pain, distention, diaphoresis, loss of appetite, nausea, vomiting, & adhesions. Post-operative patient treatment included medication, revision surgery, hernia repair with mesh, CT scan, hospitalization, ng tube, IV pain & anti-nausea medication, npo, IV fluids, exploratory lap, lysis of adhesions, partial mesh removal, mesh removal & use of drain.

Manufacturer narrative:
Additional info: a4, b5, b7, d6b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.